Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. Surgical intervention was planned. The patient was stable.